Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: bi71000166, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The imaging system was not usable because the door open sign was on, even though the door was physically correctly closed. A mechanical closure checked was performed, dingus alignment check was performed, door winch cable and pulley were checked and the front door switch was checked and that was not okay. Mechanical contact was not done. The sites engineer while on the phone with the manufacturer representative checked and adjusted the front door switch. System checkout was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the door open error occurred. The pendant shows the signed "door open" even though the door was physically correctly closed. Troubleshooting was performed and the imaging system was not usable because the door open sign was on, even though the door was physically correctly closed. A mechanical closure checked was performed, dingus alignment check was performed, door winch cable and pulley  were checked and the front door switch was checked and that was not okay. Mechanical contact was not done. The probable cause of the reported issue was that the door close switch was not activated and  mechanical contact was not as it should be. The resolution for the reported issue was to adjusted the front door switch. Both navigation and imaging were aborted during the procedure causing less than an hour delay in the case. No impact on patient outcome.